Event description:
International affiliate reports that revision surgery was performed to remove a broken screw that had been implanted for approximately three years. The procedure had been an l3-illium fusion. The patient had fused and the screw was removed.

Manufacturer narrative:
A follow up report will be filed upon receipt and identification of the device and completion of the investigation.

Manufacturer narrative:
While it was initially identified that the product device was available it was reported by the sales rep on 10/29/2013, product is not being returned as it was discarded by the hospital. A device history record (DHR) review could not be conducted as the lot number is unknown and was discarded by the hospital. A complaint trend analysis could not be conducted as the part number and device family is unknown. Without the product device we are unable to confirm the reported issue or identify the root cause. This file will be closed with no further action required.